Manufacturer narrative:
It is unknown at this time if the product will be returned for analysis. If the product is returned, a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that during use, this catheter would "not capture" the heart. No patient injury reported. An attempt has been made to obtain patient demographics, but information has not yet been received.